Event description:
It was reported that a patient alleges that his arm compressed in the magnet bore during a mr pelvic exam. In the report, the patient alleged of sustaining paralysis in his arm as a result of this incident. The local ge field engineering team made an initial contact with the customer and discovered that the customer was also informed via official notice, but was unaware of the details of this incident. No other information regarding details of the event is available.

Manufacturer narrative:
Ge engineering evaluation of the mr system's parameters indicated that the cradle/patient handling carriage clutch tension is set so that, in the event of pinch or collision between patient's anatomy and the bore well, the clutch is designed to slip if the force exceeds 25-33 lbs. This design meets with respect pressure and force limitation. The safety manual for the mr system instructs operators for continuous patient observation during all modes of operation. However, the case is under litigation, and no further information could be obtained.